Event description:
It was reported that customer pump screen remained dark and pump battery would not charge after pump experienced water damage when customer was unexpectedly pushed into a pool, and customer also reported damaged pump case from the same incident. There was no adverse impact to the customer¿s blood glucose level. Customer tried multiple troubleshooting steps with technical support, including button presses, different power sources, and different charging cables without success, then was instructed to let pump battery fully deplete, use multiple daily injections as backup insulin therapy, and return nonworking pump, while technical support documented case damage and arranged shipment of replacement pump with updated software and provided return instructions, which customer understood and acknowledged.